Manufacturer narrative:
The service rep could not duplicate the problem. Error log showed lo kv and lo ma errors. Checked and regreased hv cables and performed filament calibration. Tested system at low and high tech. System is functioning as intended.

Event description:
During a procedure, user got an all black image on left monitor, and a lo ma error on control panel. Were able to complete the procedure, no pt injury.